Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has caused or contributed to patient injury previously, device issue: stent dislodgement. It was reported that the device was attempted to be placed distal to a stent previously implanted (not the same procedure); however, it would not cross through the stent. When the device was removed, the stent had dislodged onto the proximal shaft of the delivery system. A vision 3.5 x 12 was able to be placed distally and the case was completed. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
.